Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted into the patient. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with laparoscopic supracervical hysterectomy, bilateral salpingo-oophorectomy and cystoscopy due to pelvic organ prolapse. The patient experienced chronic pelvic and vaginal area pain and severe pain during intercourse, frequency and urgency to urinate, urinary and vaginal yeast infections, abnormal vaginal and urinary odor, recurrence of bladder and bowel prolapse, physical pain, discomfort, depression and anxiety. (B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.